Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the estimated remaining longevity decreased by approximately 20 percent over the course of two months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. This report is updated with the product investigation results.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the estimated remaining longevity decreased by approximately 20 percent over the course of two months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. A supplemental report will be issued upon completion of laboratory analysis. Please note the explant date has not yet been reported and will be included in the next report.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the estimated remaining longevity decreased by approximately 20 percent over the course of two months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.